Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained dilaudid (hydromorphone) at a concentration of 40 mg/ml with a dose of 10.5 mg/day. It was reported the patient began to have return of pain symptoms that progressively worsened over the previous couple of months since (B)(6) or so. The patient did not experience falls. A dye study was performed on (B)(6) 2016. The issue was not resolved at the time of the report. The results of the dye study were that the hcp was unable to aspirate from the catheter. Surgical intervention was planned for an unknown date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8709 serial(B)(4) implanted: (B)(6)2004 explanted: (B)(6)2016 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-sep-11. It was reported that the catheter was replaced last december. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the cause of the inability to aspirate was not determined. The explanted catheter was not going to be returned for analysis.